Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection, the complaint device showed no signs of clinical use. The device had no debris present on the tubing, velcro or bladder of the device. The tubing/connectors of the device were inspected and no damage was observed. The device was found to be non-hermetic. Air was found leaking at both tubes where they enter the molded joint. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: ptc damaged or broken during use (leak). The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. To prevent intraoperative bleeding, avoid the following: under pressurizing the cuff, insufficient exsanguination, excessively slow inflation and deflation, poor tourniquet pressure". Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the 30" tourniquet cuff leaked prior to placement. The cuff was tested prior to putting on the patient, but was audibly leaking. The cuff was replaced and the procedure was completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.